Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulties were not confirmed as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted within the anatomy, preventing the shaft lumens from moving freely causing resistance with the thumbwheel and resulting in the stent being partially deployed in healthy tissue. Additionally, it may be possible that the clearance between the guide wire and inner member of the absolute pro was significantly reduced at a bend or angle within the anatomy causing the reported resistance. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 80% stenosed, de novo, mildly calcified and mildly tortuous vessel in the common iliac artery. The 10.0x40mm absolute pro self-expanding stent system (sess) was inserted over a non-abbott guide wire and felt abnormal resistance when turning the thumbwheel; however, the stent was 70% deployed in the target lesion and 30% of the stent was in healthy lesion. Upon withdrawing the sess with the guide wire, it was noted to be jammed. The delivery system and guide wire were ultimately removed together after multiple attempts of advancement and withdrawal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.